Manufacturer narrative:
(B)(4).

Event description:
The patient reported having an increase in seizures during the time the vns system was implanted and indicated the generator was later explanted due to this increase. The generator has previously been received for analysis. Analysis in the product analysis lab was completed and concluded proper functionality of the pulse generator and that no abnormal performance or any other type of adverse condition was found. No additional or relevant information has been received to date.